Event description:
On (B)(6) 2025, the user reported hyperglycemia with a highest blood glucose (bg) of 330 mg/dl while the sensor was temporarily unavailable. The high occurred after meals and was confirmed by fingerstick. The sensor reconnected, ilet resumed dosing, and bg values later returned to range. No symptoms were reported, and no medical intervention was required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.